Manufacturer narrative:
Functional testing: sample was filled with water, the sample was connected to the cadd legacy plus to look for unusual function. Results: the sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6) 2021 under (B)(4) review for possible complaint trend review threshold trigger?. Actions taken: no actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that a "no disposable, pump won't run" alarm sounded. So the customer changed the pump to another one. After that, the alarm was cleared and the system came to work normally. The customer suspected something was wrong with the pump. However, he requested us to check the cassette for anomaly. No patient injury was reported.